Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: bio-med stated that the ventilator will not start up but will alarm after a few seconds no patient involvement.